Manufacturer narrative:
An event of valve under-expansion was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The user believes that the valve expanded non-uniformly due to anatomical issues. The reported patient effects of hypotension could not be conclusively determined. The cause of the reported heart block could be due to procedural circumstances. However, this could not be confirmed. The reported medical interventions were result of case specific circumstances as post-implant balloon aortic valvuloplasty (post-bav) was performed, and a temporary pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "balloon aortic valvuloplasty (bav) of the native aortic valve is recommended prior to delivery system insertion. The balloon size chosen should be appropriate, not exceeding the perimeter-derived diameter of the native aortic annulus as assessed by CT imaging to minimize risk of annular rupture and not undersized to minimize risk of stent under-expansion which could lead to paravalvular leak (pvl) or device migration."

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. The length of the membranous septum was unclear. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The patient had stenosis in the abdominal and arch of the aorta. An unknown introducer sheath (is) was difficult to advance when it reached abdominal aorta, so an intravascular lithotripsy was performed. A 16f, non-abbott was used; subsequently an unknown sized flexnav ds was inserted without the valve to clear the passage and removed from the patient's anatomy. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was able to be implanted successfully at a depth of 6mm on the non-coronary cusp (ncc) and 7mm on the left-coronary cusp (lcc) without recaptures since the patient was hypotensive. No paravalvular leak (pvl) was noted; the valve was under expanded. A post-implant balloon aortic valvuloplasty (post-bav) was performed using a 20mm, non-abbott balloon. The patient went into a complete heart block. A temporary pacemaker was placed for overnight observation. The patient's intrinsic rhythm recovered but was exhibiting a junction pattern. Post-gradient pressure was 4 mmhg. There was no clinically significant delay reported. The user believes that the valve expanded non-uniformly due to anatomical issues. The patient was discharged.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The length of the membranous septum was unclear. The patient had stenosis in the abdominal and arch of the aorta. An unknown introducer sheath (is) was difficult to advance when it reached abdominal aorta, so an intravascular lithotripsy was performed. A 16f, non-abbott was used; subsequently an unknown sized flexnav ds was inserted without the valve to clear the passage and removed from the patient's anatomy. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, unknown balloon. During the procedure, the valve was able to be implanted successfully at a depth of 6mm on the non-coronary cusp (ncc) and 7mm on the left-coronary cusp (lcc) without recaptures since the patient was hypotensive. No paravalvular leak (pvl) was noted; the valve was under expanded. A post-implant balloon aortic valvuloplasty (post-bav) was performed using a 20mm, non-abbott balloon. The patient went into a complete heart block. A temporary pacemaker was placed for overnight observation. The patient's intrinsic rhythm recovered but was exhibiting a junction pattern. Post-gradient pressure was 4 mmhg. The patient was admitted in the hospital.